Event description:
It was reported that (1) atb45 and (1) tr45b were used during an unknown procedure. It was reported by the affiliate that only two out of four rows stapled. Opened another device to complete the case. No adverse patient outcome.